Event description:
The report rec'd from the affiliate indicated that the pt was enrolled in a clinical study. The pt had a total of three cypher stents implanted during the index procedure. Approximately thirty-two months after the index procedure, the pt expired. The cause of death was unknown, as the pt had stopped visiting the hosp. The info of the event was obtained via a telephone call to the pt's family. An autopsy was not done. The physician's comment that was that the cause of death is unknown, the relationship of the event of the cypher stents is also unknown.

Manufacturer narrative:
The index procedure was an elective case done via the femoral approach. Three target lesions were treated with three cypher stents lesion # 1: the target lesion was the proximal right coronary artery (rca). The lesion was reported to be: de novo, eccentric, tubular, not calcified, 3.3 mm vessel diameter, 15.8 mm length, a 59.3% stenosis, and type b2. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 16 atm/duration unknown. A cypher 3.0 x 18 mm stent (stent # 1) was implanted at 16 atm for 16-30 sec. The stent was not post-dilated. The residual stenosis was 24%. Lesion # 2: the target lesion was the posterior descending branch. The lesion was reported to be: de novo, eccentric, tubular, not calcified, 2.5 mm vessel diameter, 12.7 mm length, a 64.4% stenosis, and type b2. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 8 atm/duration unknown. A cypher 2.5 x 18 mm stent (stent # 2) was implanted at 10 atm for 31-60 sec. The stent was post-dilated with a 2.5 x 15 mm balloon at 14 atm/duration unknown. The residual stenosis was 17%. Lesion # 3: the target lesion was the mid left anterior descending (lad). The lesion was reported to be: de novo, eccentric, tubular, not calcified, 2.3 mm vessel diameter, 20.4 mm length, a 91% stenosis, and type b2. A cypher 3.0 x 23 mm stent (stent # 3) was implanted at 10 atm for 16-30 sec via direct stenting. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Ivus was done. There were no reported. Procedural complications, device deviations or adverse events reported prior to discharge. Approximately five months after the index procedure, the pt had gastrointestinal (gi) bleeding and was admitted. A diagnosis of stomach cancer was made and the pt had a procedure for this condition done one-month later. The pt was stable and was discharged from the hosp fifty days after admission. Approximately twenty-six months after the index procedure, the pt visited the hosp. The details of the visit were unknown and the pt stopped visiting the hosp at this point. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR report # 9616099-2008-02147, # 9616099-2008-02148 and # 9616099-2008-02149.